Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker had presented a significant drop in battery longevity. Technical services (ts) reviewed, noting the drop of battery longevity appears to be due to the atrial fibrillation (af) this patient has been presenting; however, battery data analysis was not completed for this device. Ts provided troubleshooting recommendations. This pacemaker remains in service. No adverse patient effects were reported.